Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system showed pauses in insulin delivery and irregular log behavior, with engineering logs reflecting future-dated entries and gaps, alongside repeated occlusion alerts, sensor errors, and incomplete fill tubing steps. Symptoms included hyperglycemia due to interrupted insulin delivery and sensor-related dosing stoppage. Outcomes included troubleshooting and user education. Investigation included review of engineering logs and agent analysis. Investigation of this case revealed misdated engineering logs, sensor expiration events that halted dosing, episodes of insulin depletion, repeated occlusion alerts, and multiple instances where the fill tubing process was not completed, which together explain interruptions in insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.